Event description:
Patient recently discharged from hospital on IV antibiotics. Mother was disconnecting from antibiotic when she noticed intact dressing over port-a-cath site was saturated with blood. She called the hospital unit imediately and was instructed to look under the dressing. She stated that the plastic hub was disconnected from the needle and the broken end of needle was sticking out of the port. The needle was still inserted in the port with the proximal, broken end sticking out of the port. Blood was coming from the broken end of the needle. The mother was instructed to pull the broken needle out of the port, apply pressure and come to clinic. The needle and tubing were brought to the clinic.additional information obtained from the site:the package was disposed of before the event so there is no lot number available.training was provided in the use of the device.device was retained by the hospital.